Event description:
The customer reported the ventilator alarmed due to an occlusion. The customer reported the ventilator blower was not running. And there was no output. The device was not in use on a patient, therefore, there was no patient involvement or harm. The manufacturers service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic log noted an occlusion occurrence. The service technician noted a dirty air inlet filter which will be replaced by the customer. The service technician completed performance verification testing and tests passed to operating specifications.